Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg did not communicate with external devices. Troubleshooting was attempted to no avail. The patient's ipg was deemed inoperable. Surgical intervention was taken place. Therapy was restored post procedure.

Event description:
Additional information was received ipg was functional, ipg replacement was due to frequent charging.